Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional reported via the manufacturer representative that the patient had battery pocket pain with less efficacy over time. The health care professional reported that the patient will be explanted and an explant was scheduled. No troubleshooting was performed and the cause of the pocket pain and lack of efficacy was not determined. The issue was not resolved at the time of this report. The indication for use was spinal pain. No device issues reported.